Manufacturer narrative:
A complete lead was returned in one piece with a soft stylet. Surface abrasion at the connector boot insulation and electrocautery damage to the outer insulation were noted near the connector pin. The abrasion and insulation damages were consistent with procedural damage. The entire lead was examined via x-ray and no anomalies were noted. Electrical testing revealed no indication of conductor fractures, internal shorts, or out of range impedance measurements. The results of the investigation concluded the analysis of the lead was normal with no anomalies found with the except of damages consistent with procedural damage. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low pacing impedance was noted on the atrial lead. The lead was explanted and replaced and the patient was in stable condition.